Event description:
It was reported that the pt complained about an intermittency of sound. New external equipment was issued which apparently resolved the problem until 3 days later, at which point pt heard a loud "bang" (non-environmental). From that moment on the pt was no longer able to hear with her device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.